Manufacturer narrative:
Updated h9: 2032227-060322-002-c. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). S.w version 4.11e. Retainer ring = clear. Customer complaint: event date: (B)(6) 2021. The customer reported that the insulin pump's metal contacts on the battery cap keeps popping out every battery change. Functional testing to be performed/ completed: unable to confirm battery cap damage due to pump received without the original battery cap. A test battery cap locks securely into place and the pump powered up properly. The insulin pump was received with a scratched case, a cracked keypad overlay, a missing display window/cover, a pillowing keypad overlay and a cracked retainer. The test p-cap/ reservoir does lock properly inside the reservoir tube. The pump passed the displacement test. Failure analysis summary: unable to confirm battery cap damage due to pump received without the original battery cap. A test battery cap locks securely into place and the pump powered up properly. The test p-cap/reservoir does lock properly inside the reservoir tube. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
(B)(4). Customer called in to report that the metal contacts on battery cap keeps popping out every time she change her battery. (B)(4): display - flashing/white/blank/frozen/partial what led up to the event? Change battery metal contacts fell off advise customer to disconnect at the quick release: yes. Is customer calling back after installing a new battery, monitoring pump for 2 hours, and frozen display recurred? No. Advise customer to inspect battery cap for damage or corrosion. Is battery cap damaged or corroded? Yes. Advise customer we will send a new battery cap. Advise customer to discontinue use of the pump and revert to backup plan per hcp's instructions until new battery cap arrives: yes. Advise customer to monitor bgs.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). S.w version 4.11e. Retainer ring = clear. Customer complaint: event date: (B)(6) 2021. The customer reported that the insulin pump's metal contacts on the battery cap keeps popping out every battery change. Functional testing to be performed/completed: unable to confirm battery cap damage due to pump received without the original battery cap. A test battery cap locks securely into place and the pump powered up properly. The insulin pump was received with a scratched case, a cracked keypad overlay, a missing display window/cover, a pillowing keypad overlay and a cracked retainer. The test p-cap/reservoir does lock properly inside the reservoir tube. The pump passed the displacement test. Failure analysis summary: unable to confirm battery cap damage due to pump received without the original battery cap. A test battery cap locks securely into place and the pump powered up properly. The test p-cap/reservoir does lock properly inside the reservoir tube. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
(B)(4). Customer called in to report that the metal contacts on battery cap keeps popping out every time she change her battery. (B)(4): display - flashing/white/blank/frozen/partial what led up to the event?: change battery metal contacts fell off advise customer to disconnect at the quick release: yes. Is customer calling back after installing a new battery, monitoring pump for 2 hours, and frozen display recurred?: no. Advise customer to inspect battery cap for damage or corrosion. Is battery cap damaged or corroded?: yes. Advise customer we will send a new battery cap. Advise customer to discontinue use of the pump and revert to backup plan per hcp's instructions until new battery cap arrives: yes. Advise customer to monitor bgs.